Manufacturer narrative:
Date of event: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the philipsone power toothbrush burned fingers and caused minor property damage. No serious injuries or medical intervention was reported. Minor property damage was reported.

Event description:
Product was returned for investigation. Per failure analysis the reported issue was confirmed that the device malfunctioned. The cause of the customers complaint is melted charge port.

Manufacturer narrative:
Analysis results: the cause of the customers complaint is melted charge port.